Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2005.

Event description:
It was reported that the patient presented to the emergency room (ER) experiencing chest pain and palpitations. The right ventricular lead was undersensing, as noted on the electrogram, and had loss of capture, as noted on atrial high rate episodes. The ventricular sensitivity was reprogrammed and the sensing assurance feature was set to off; the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.